Event description:
The customer reported that the system locked-up with collimator iris closing and system had to be rebooted. Customer also reported that the system alarmed in the evening when the unit was turned off. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reseated the printed circuit boards and connections. The system was tested and found to be working as intended and put back in service.